Event description:
It has been reported to philips that x-ray was not available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to scan. The review of system log file found that the post sib had failed. The fse performed the functional testing and found the sib box defective. The fse replaced the sib box unit to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.